Event description:
It was reported that the patient was unable to lift his leg 5-10 minutes after the lead trial procedure had completed. The physician decided to remove the leads and end the trial. After the trial leads were removed, the patient was able to stand after some time passed and he regained strength. The physician believes that the cause of the event was due to the leads putting pressure on the nerves.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc221850e0, model: sc-2218-50e, serial: (B)(4), batch: (B)(4). Product family: scs-surg acc, upn: 105-1314, model: 105-1314, serial: n/a, batch: 121410645, quantity: 2.